Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was prepped per the instructions for use. The iab was inserted into the sheath which had been inserted into the pt's left femoral artery. The iab could not be advanced through the sheath, nor could it be pulled back out of the sheath. The iab and the sheath were removed as one unit. Another iab was inserted without incident.